Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colorectomy, on the rectal tissue, the 3 staplers were unable to fire, the surgeon was able to press the green button but could not squeeze the handle. Another reload was used with the same handle to resolve the issue. There was no patient injury.